Manufacturer narrative:
G3/g4 - PMA/510(k) number corrected.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was noted that the patient had an angulated aortic neck (degree unknown). On (B)(6) 2021 a proximal type I endoleak was observed on follow-up CT imaging on the the conformable trunk-ipsilateral leg component. No aneurysm enlargement was noted. Reintervention was performed, and a conformable aortic extender component was used to extend the trunk-ipsilateral leg component proximally. The type I endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. Furthermore, the IFU states that the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including, but not limited to, proximal aortic neck angulation = 60°. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, patients with > 60° angulation of the proximal aortic neck.